Event description:
Additional information was received from the physician's office which confirmed that the patient's vns battery was dead. The seizure frequency and pattern were the same as before. The patient's mother wants the device removed. Surgery is likely, but has not occurred to date.

Event description:
It was reported that the patient was having increased seizures and the vns generator would not communicate with the physician¿s programming computer. The physician attributed the increase of seizures and the failure to program to the vns generator¿s end of service. A battery life calculation was performed on (B)(6) 2013 which showed 0 years till end of service. According to the physician¿s notes the patient was diagnosed with pneumonia. No information was given of the date of the event, or if the pneumonia is related to the vns. Attempts were made to the physician for additional information but have been unsuccessful to date.

Event description:
Clinic notes were received indicating that the neurologist referred the vns patient for explant surgery. The patient¿s device was at end of service. The notes indicate that the patient had little benefit from vns so the neurologist elected to not re-implant the patient and to explant the device to mitigate risks for infection. No known surgical interventions have occurred to date.

Event description:
An implant card was received indicating that the patient underwent generator replacement surgery on (B)(6) 2015 due to a failure to interrogate which was attributed to normal battery depletion. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.